Event description:
It was reported that a revision surgery was performed due to loosening.

Manufacturer narrative:
The affected devices were returned and evaluated. Macroscopic photo analysis and visual inspection were performed on the retrieved insert. Burnishing consistent with adhesive wear was observed on the articular surface of the tibial insert. Scratching, possibly caused by third-body bone-cement/bone debris, was also observed in the wear area. The backside of the insert has textured appearance beneath the loading area due to contact with baseplate surface. Upon visual examination, the femoral component has a deep scratch on the articulating surface and scratches on the sides of the implant that likely occurred during extraction. The grit blasted surface of the femoral component has bone cement bonded to the distal surface but has no cement attached to the posterior surface. Visual analysis did not reveal any features of the femoral component that would have contributed to the femoral component loosening.